Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022 , a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. During the treatment, after all stent grafts were implanted, a type ii endoleak was remained. On unknown date, at a follow up, an enlargement of the aneursym was observed. On (B)(6) 2022 , a reintervention was performed because possible type iiia endoleak or a type iiib endoleak was suspected. During the reintervention, a whole angiography revealed type ii endoleak. Angiography at the main body, at the contralateral gate, at the leg, and at the distal end revealed only type ii endoleak. However, just for safety, additional stent graft was implanted into the stent grafts to cover the junction at contralateral gate. The type ii endoleak was remained. The physician decided to monitor it. The patient tolerated the procedure. The physician stated that the type ii endoleak was confirmed, but also thought there might be other endoleak, so he performed the reintervention. It was clearly confirmed that there was no endoleak other than type ii endoleak by the angiography. Reportedly, the diameter of the aneurysm was 44.95 mm after the treatment, 39.11 mm in 2018, 59.56 mm in 2019, 63.24 mm in 2020, 67.69 mm in 2021, and 77.69 mm in 2022.